Manufacturer narrative:
Device passed displacement test. A tiny piece chipped off from inside the reservoir located below the retainer ring at the medial side. Inserted a test p-cap into the retainer ring, and it locked in place properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a crack in the lower lock of reservoir compartment. The customer stated that the reservoir did not lock into place when inserted into insulin pump. The insulin pump had cosmetic damage. No harm requiring medical intervention was reported. The device will be returned for analysis.